Event description:
The report stated that during a hysterectomy, the jaw of the device stuck on a vessel and would not open. Another device was used to seal the vessel on each side of the originally positioned device and the device was cut out. There was no bleeding, oozing or injury to the pt.

Manufacturer narrative:
While the evaluation of the incident device showed the device performs according to specification, turning the rotation wheel while the handle is fully closed can cause the jaws to lock shut. There is a notice in the instructions for use (IFU) that states, "do not turn the rotation wheel when the handle is latched. Product damage may occur. The jaws may lock in the close position." Additionally, covidien lp (formerly valleylab) has found that if the jaws are not cleaned as instructed in the IFU, eschar can build up and cause the jaws to stick to the sealed tissue. Covidien lp (formerly valleylab) has issued a hotline bulletin to inform customers on how to avoid tissue buildup that can lead to sticking.